Manufacturer narrative:
A clinical investigation was performed. During a f/u call, the rn stated that the pt was admitted to the hospital due to a cracked pd catheter and fluid overload. The pt was treated with antibiotics, but developed peritonitis. Per the fmc associate medical director, the event of peritonitis is unlikely related to the liberty cycler. Peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related infection. In this case, the cracked pd catheter might have contributed to the episode of peritonitis. The fluid overload is unlikely related to the liberty cycler and may be due to the pt's poor dietary compliance and possibly a dysfunction of the pd catheter which was broken. His pd catheter was changed. At discharge he was advised to continue with intraperitoneal vancomycin for 2 weeks from the day treatment started. The actual device was not returned for eval and therefore, the reported event cannot be confirmed or replicated is field testing. An investigation of the device mfg records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) pt's nurse (rn) reported that the pt was experiencing drain complications during his pd treatment on the liberty cycler. The pt was advised to reposition. The rn stated that the pt was in the hospital due to peritonitis not caused the cycler. The rn was advised to report the draining difficulty with the pt's pdrn.